Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy/vessel locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the plunger would not click in place after pushing and the vessel locator wings would not open. Vessel access was lost and the device was removed from the patient according to the instructions for use (IFU). Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was provided.